Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a border of light around the lcd screen of the system controller (serial number: hsc-146802) was confirmed. The controller was returned for analysis in unremarkable physical condition. The border of light around the edge of the screen was noted when the controller was powered on, confirming the reported event. The controller otherwise passed functional testing and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The downloaded log files did not indicate any issues with the returned controller. A manufacturing analysis task was opened to further investigate this issue, and it was found that the root cause of the issue was due to the size of the lcd screen gaskets. It was determined that the issue was not systematic, as, to date, no additional system controllers have been found to emit the same light and there have been no historical nor new cases of this type. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup system controller (B)(6) was opened and the emergency backup battery was installed and charged. It was noted that a lot of light was visualized around the display screen. This was compared to a demo system controller and the primary system controller and there was a big difference in light exposed around the display screen. (B)(6) was sent back for evaluation and was replaced with a new system controller. No log files were available.

Manufacturer narrative:
Section a - no patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.